Event description:
The device was connected to a person diagnosed in cardiac arrest. During the first two automated ECG analyses performed, the device advised a shock but allegedly removed the defibrillator charge shortly after it began charging. A third analysis was performed, a shock was advised and delivered. Paramedics arrived and took over care of the pt. The pt was resuscitated but expired 2 or 3 days later.